Manufacturer narrative:
Concomitant product(s): 419478 lead, implanted: (B)(6) 2012. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient and clinician both stated that the device had shocked the patient, however no shocks were recorded on the device. No additional information could be obtained after multiple follow-up attempts. The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.